Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and pauses on EKG. The implantable pulse generator (ipg) exhibited loss of capture. The ipg remains in use. No further patient complications have been reported as a result of this event.